Event description:
Md was using a ethicon echelon stapler, the stapler misfired. The vendor reps were in the room. There were 3 rows of staples on the stapler. The first 2 rows were good. It looks like staple line 3 had one single open staple. The staple line on specimen tore per the rep and md. The specimen was looked at by the surgeon and the vendor reps. The stapler was taken off the field, boxed with a patient sticker and taken to the main or front desk. The case proceeded without further complications.